Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an emergency backup battery fault (ebb) right after a self-test was performed. The ebb fault alarm was no longer occurring. The log file captured ebb faults on 20feb2026 due to the ebb failing the load test. Since the alarm resolved on its own, it was recommended to continue to monitor as normal. It was additionally reported that the patient had an ebb alarm on 22feb2026 and an ebb exchange was performed the same day. On 23feb2026, the patient had another ebb alarm. The alarm was resolved on the morning of 24feb2026 with resync to the heartmate touch and self-test. The team wanted to exchange the system controller due to 4 ebb fault alarms since oct2025. The controller was exchanged.